Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific issue. All available information was investigated, and the poor image resolution is related to imaging being challenging due to shadowing and therefore related to procedural circumstances. The reported difficult leaflet grasping resulting in difficult to remove the clip from the anatomy appears to be due to a combination of complex patient anatomy and challenging imaging (poor image resolution). The reported tissue damage appears to be due to the difficulty removing the clip from the anatomy. Additionally, the reported cardiogenic shock and respiratory failure resulting in death appear to be related to procedural circumstances. Tissue damage, cardiogenic shock, respiratory failure and death are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The first mitraclip referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip interaction with the chordae resulting in tissue damage subsequently death. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4+. The first clip delivery system (cds) was advanced to the mitral valve and the clip was implanted successfully. A second cds was advanced to further reduce mr and a grasp was obtained. However, the clip opened when establishing final arm angle (efaa). Troubleshooting was performed but was unsuccessful. The second cds was removed without issue. A new cds was advanced to the mitral valve. Imaging started to become challenging due to shadowing. During grasping there was difficulty and the clip got entangled in chordae. Troubleshooting was performed and the clip was freed but there was tissue damage noted and mr remained at 4+. The physician decided to send the patient for mitral valve replacement the same day. On (B)(6) 2021, the patient died due to cardiogenic shock and respiratory failure. No additional information was provided.